Event description:
It was reported that an ilet user experienced elevated blood glucose after crossing the international date line and adjusting time settings, with the pump delivering smaller doses and the user electing to perform a full supply change while at sea and unable to sync reports. Symptoms included hyperglycemia. Outcomes included user-performed troubleshooting and education with reassurance that the system was functioning and might require time to correct. Investigation included review of available use information and coaching on supply change as a corrective action. Investigation of this case revealed no confirmed device malfunction, with the event consistent with therapy adaptation and time change effects on automated dosing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.